Event description:
Per the audiologist, results of an integrity test done in 2008 showed normal receiver/stimulator function with multiple anomalies. Reprogramming of the pt's sound processor was recommended. A repeated integrity test done about 3 months later showed the same results. Explantation/reimplantation is scheduled. The pt will also be implanted in the contralateral ear with another new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.